Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: articuleze m head 36mm +8.5 hip femoral head; pinnacle mtl ins neut 36idx52od hip acetabular liner; pinnacle 100 acet cup 52mm hip acetabular cup; unknown hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
New unity record created in order to update legacy complaint number (B)(4). Litigation alleges that the patient suffers from pain. Doi: (B)(6) 2007; dor: (B)(6) 2012; (unknown side). Patient is a resident of (B)(6). Update: 3/11/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. (Right hip). Update ad 30 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant records. In addition to what was previously alleged, ppf alleges loosening of cup, metallosis and metal wear. Added cup due to alleged loosening. Added lawyer and law firm. Doi: (B)(6) 2007; dor: (B)(6) 2012; (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.